Manufacturer narrative:
Evaluated one opened/used enlite sensor was inspected and performed the sensor initialization test. Connected the sensor to the transmitter and placed it in solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly. Also, found cannula bent unable to confirm customer received sensor in said condition due to customer returning it opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a lost sensor and bent sensor. The blood glucose reading is 400 mg/dl. Nothing further reported.